Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation. Rv (right ventricular) lead output was changed and the lead remains in use. No patient complications have been reported as a result of this event. The patient was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 implantable pacing lead, (B)(6) 2012; 407645 implantable pacing lead, (B)(6) 2012. (B)(4).